Manufacturer narrative:
Philips service lubricated the shutters, cleared the logs, and requested further monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the frontal collimator shutter was intermittently unavailable during diagnostic use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.